Event description:
"Hospital gave me minimal information. Patient presented with symptomatic dissection of the descending thoracic aorta. Patient was attempted to be treated emergently with relay plus graft. Graft was implanted. However, patient expired peri-procedurally. This procedure was done without bolton personal in attendance."

Manufacturer narrative:
This event occurred on (B)(6) 2017, however, (B)(4) only became aware on (B)(6) 2017 upon contacting the hospital regarding an incomplete implant information form for this patient.

Event description:
"Hospital gave me minimal information. Patient presented with symptomatic dissection of the descending thoracic aorta. Patient was attempted to be treated emergently with relay plus graft. Graft was implanted. However, patient expired peri-procedurally. This procedure was done without bolton personal in attendance."